Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and the patient experienced phrenic nerve stimulation. The polarity of the lv lead was adjusted and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that noted the event was deemed to be related to a micro dislodgement of the lv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.